Event description:
It was reported that the motor not running error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records the device was in good condition with no appearance of any physical damaged. Occlusion check infusion line was found in event history log. The technician checked occlusion test was and test force sensor. The root cause could not be determined. No premature occlusion alarm was found, pump operated as intended. The technician performed preventative maintenance and all functional testing which passed.